Event description:
Complainant alleged that during functional testing, the device's display was not legible and blanked out. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corp. The malfunction was duplicated and attributed to an unseated flex cable. The flex cable was replaced to resolve the problem condition. Analysis for reports of this type has not identified an increase in trend.